Event description:
Further follow-up indicates relocating the ipg did not resolve the issue. As a result, the patient had their system explanted.

Event description:
It was reported the patient was experiencing heating sensation at the ipg site while stimulation was off and on. As a result, the patient underwent surgical intervention on (B)(6) 2019 and the ipg was relocated. Effective therapy has been restored